Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The evaluation of the pump did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 12.5 inches from the pump housing and the remainder of the percutaneous lead was returned in one segment. Continuity testing of both returned portions of the percutaneous lead revealed that all wires were electrically intact. Examination of the percutaneous lead revealed no damage to the outer silicone sleeve or clear bionate layers. Breakdown of the braided shield was observed in several locations on both returned portions of the percutaneous lead and appeared most severe at approximately 20 to 23 inches from the metal connector, adjacent to the nipple of the pump housing, and approximately 3 to 4 inches and 6 to 7 inches from the pump housing. Visual examination of the underlying wires on the internal portion of the percutaneous lead revealed that the insulation of the black and brown wires was breached at approximately 3 inches from the pump housing, exposing the inner metal conductors. A large breach in the orange wire insulation, exposing the inner conductors, was also observed at approximately 3.5 inches from the pump housing. In addition, breaches in the black, green, and yellow wire insulation were found at approximately 4 inches from the pump housing, exposing the inner conductors. Hipot testing of the returned portion of the percutaneous lead extending from the pump housing also identified additional smaller breaches in the insulation of the orange wire at approximately 2.75 inches and 7 inches from the pump housing. All observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (connected to the power module), the resulting short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two compromised wires from different phases made direct contact with each other, or simultaneous contact with the braided shield while operating on tethered power or on battery power as recorded in the submitted system controller log file. The system controller was also returned and was functionally tested. The system controller had difficulty achieving 6000 rpm after sending the motor start command. The device would increase the pump speed up to 1600 rpm then it would stop. Further evaluation revealed a compromised component on the primary drive circuitry. The finding of the damaged drive circuitry component and the data contained in the log file indicates an overcurrent condition that can potentially occur from a percutaneous lead issue. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic due to newly elevated pulsatility index values. The patient was asymptomatic. The system controller event history was reviewed and a pump stop and low voltage alarms were noted. The pump stop occurred while the patient was on battery power. The patient denied knowledge of any audible or visual alarms. On (B)(6) 2015, the manufacturer¿s technical services representative evaluated the driveline. During the phase interrupter test the pump stopped and could not be restarted until the system controller was exchanged. A decision was made to exchange the patient¿s pump. On (B)(6) 2015, the pump was exchanged to another manufacturer¿s pump.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.